Event description:
A nurse reported that during vitrectomy surgery, the machine suddenly switched off. A red screen and system message indicating they were to call field service were displayed. When the message went off, the fans of the machine started to work. Upon restart, the cutter would not prime and another system message was displayed. They then flushed the cutter and priming was completed. The surgery was completed and there was no pt harm. The remaining cases of the day were completed with the same equipment and there were no further problems.

Manufacturer narrative:
Investigation, including root causes analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).